Manufacturer narrative:
(B)(4). The unit passed displacement, sleep current measurement, active current measurement, and self tests. No pump error 75 or 63 occurred during testing. No pump error 63 are found in the unit's pump history file. On the other hand, an unexpected restart did occur during testing accompanied with pump errors, 68, 49, and 23. Also power error detected alarm would unexpectedly pop up from time to time. Pump trace download analysis confirmed the unit alarmed pump error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error 25 due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the unit was monitored and functioned properly for a while but would then eventually give off more power error detected alarm currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received power error and pump error alarm. Customer stated that the drive support cap was normal and it was not exposed to high magnetic field. Customer was able to clear the alarm, able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.